Manufacturer narrative:
Follow up information was received on (B)(6) 2016 stating that the customer's bg level has been okay and that the customer's healthcare provider is currently adjusting pump settings, including adding more timed settings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 380 mg/dl. Two correction boluses were delivered, via the pump; however bg level did not lower. A system check performed with tandem technical support indicated that the pump was operating as expected.